Event description:
It was reported that the right ventricle lead exhibited noise. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Evaluation description included. Final analysis found a partial lead was received in two pieces. Insulations noted at 70.2 cm to 70.5 cm from the distal tip was caused by friction to another implantable device. This could have contributed to the reported complaint of noise problem.